Manufacturer narrative:
After first attempt to implant the insert was removed, mating component was cleared of debris (including soft tissue) and the same insert was implanted without any further complications.

Event description:
Surgeon had a difficult time seating the tibial insert, and a small piece of the lip broke off during implantation.